Event description:
IV infiltration during IV iodine contrast injection - patient had 20g diffusics IV in left antecubital, tested with hand injection prior to contrast injection, IV contrast injection started and stopped after half of contrast injection (50 ml isovue 300) - no infiltration felt - retested with hand injection and patient said it was ok - rest of contrast (45 ml) injected while coworker stayed in room to evaluate as contrast was going in, saline flush by injector of 30ml. Images take and they showed contrast but not as bright as expected, delays of kidneys showed bright contrast clearing. Patient complained of pain after scans - small area of infiltration felt so IV disconnected and radiologist.